Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that about six weeks back, he experienced low blood glucose of 30 mg/dl and was woken up by a low predict from the sensor. He called the emergency medical services. The customer stated that he is developing a condition that affects his memory when blood glucose is down. He was able to drink some juice, blood glucose went back on and the paramedics left without treating.